Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated the blood glucose was around 250 mg/dl. Customer stated the alarm was resolved by a complete set change. It was also mentioned customer's blood glucose was 140 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.